Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the gauge on the inflation device did not display the pressure reading. The 90% stenotic lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The physician advanced the non-bsc balloon to the lesion and during inflation the pressure on the gauge of the advantage inflation unit did not go up. There were no patient complications. The procedure was completed with another advantage inflation unit. Patient status is reported as good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).